Event description:
It was reported that during a laparoscopic right colon resection with extracorporeal anastomosis procedure the stapler did not complete correctly the multiple stroke firing and, during the extracorporeal anastomosis, it stuck closed onto the patient. Particularly, after the fourth firing, when the cutter was reset the starting position in order to re-open the cutter, the cutter stuck in the "locked out" position so that the surgeon could not re-open it. The surgeon pressed the red button, but in vain. The stapler was removed using the cutter and the surgeon completed the anastomosis manually. After the stapler was disinfected, they tried to force it in order to re-open it outside the operating room. After repeated efforts they were able to re-open and re-load it in a non sterile field. The device stuck again after the fourth firing, entering the irreversible position of "lock out". No adverse patient consequences have been reported.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with one ecr60d cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. In addition, several b-form staples were noted lodged between the knife and the anvil channel, resulting difficult to open. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: on what tissue type was the device used? At what location on the tissue? Stomach. Once the esophagogastric anastomosis was completed, they tried to close the breach of the gastric stump with the stapler. Till that moment echelon flex had performed correctly. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. During which stroke did the event occur? At the end of the fourth firing. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Gold. When the reload was attempted to be changed, was there any issue changing the reload? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? After the fourth firing, the firing trigger returned to the right position but the ¿lock out¿ was displayed, with the lock icon. The operation to unlock was done (pushing down the red button + pressing the trigger and then the releasing button), but it was no use. Was additional tissue cut to release the device? How many cm? The surgeon had to cold-cut 5-6 cm of the tissue in order to remove the stapler from the gastric stump and manually staple. Is there any other additional information you would like to share about this device or procedure? When they removed the stapler they realized that the tissue had been cut and staple for about 2 cm long, but with their surprise inside the staples there was a wire like green mono-wire. They were really surprised because before staple there wasn¿t anything and they are sure of it. They ask me what that could be¿if it could be inside the stapler. As far as I know there are no green wires inside the stapler, so I really don¿t know how it could get there. Further information: we tried the stapler outside the sterile field with a new cartridge and at the end of the fourth firing the lock out was displayed again and there was no way to re-open it (this time I was present).